Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in back up vvi mode after the patient had been exposed to MRI. Firmware download was performed and normal characteristics were restored.